Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. An investigation report of the inspection is not available. If the investigation will finish and an investigation report would be created, a follow-up report will create. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. The branding that has been listed is the us branding for the similar item.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany): "over infusion" user information: no date of event was reported. Pump did not stop the infusion, even though an alarm interrupted the delivery.

Manufacturer narrative:
Exemption number e2016018. (B)(4) (importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the device history was read out and analyzed. Some drips alarms could be detected, but no other abnormalities. The reason for the drip alarms could not be detected. Further in the error memory some pressure alarms were stored. A visual investigation was performed. The device showed age related signs of tear and wear and a damages of the front frame could be detected. For the functional investigation the device fulfills the selftest successfully, an infusion line was inserted and it was possible to bring the pump in operation without reservations. After the functional inspection the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). No malfunction or other problems could be detected. The complaint could be not confirmed. The customer described situation (infusomat continues to run despite alarm cut-off) could not be reproduced during the investigation process. The infusomat p is working according to the specification. Note: b. Braun is aware that the listed exemption has been withdrawn, however since the initial MDR report was filed under this exemption, the follow up is also being filed under the exemption.